Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse checked the host pc status and found hard disk cannot read. Fse switched the hard disk to another port, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the allura system was unable to boot up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.